Event description:
It was reported that while using bd vacutainer® edta 2k, there is a cap molding defect of one tube. No patient impact reported.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 11-dec-2023. H.6. Investigation summary: bd received 1 returned sample and 3 photos from the customer in support of this complaint for catalog 367846, lot number 2321363. Visual examination of the sample and photos was performed and revealed embedded fm in the hemogard closure. There is a black speck embedded in the bottom edge of the hemogard closure. Bd was able to confirm the customer¿s indicated failure mode with the investigation completed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported that while using bd vacutainer® edta 2k, there is a cap molding defect of one tube. No patient impact reported.

Manufacturer narrative:
E.1. Initial reporter facility name: (B)(6) medical center. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.